Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
The merge hemodynamic recording system is used to monitor o2 saturation while performing cardiac catheterization procedures. It was reported that the spo2 value could freeze on the hemo monitor. If pulse rate is being measured using the spo2 values, then the pulse rate also freezes, which causes the hemo monitor to display stale data. The site reported the oxygen saturation level display (spo2) failed on version 9.40 of merge hemo. The spo2 value was stuck at 85%. The staff had a third party spo2 monitor hooked up that was reading correctly at 100%. Changing the spo2 clip and harness (nelcor) still reads 86% on a different patient. Resetting the pdm does clear out the reading.